Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> 7797666. Device history review ==> a device history record (DHR) review conducted as part of investigation (B)(4). Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2014, the patient underwent total left knee arthroplasty due to osteoarthritis with intractable pain. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2019, the patient underwent a left knee revision due to instability, decreased activities of daily living, and pain. The surgeon reported the removal of the femoral component with cement. The surgeon revised the tibial component. The surgeon noted a fair amount of granulation tissue was removed from the undersurface of the patella. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2014; dor: (B)(6) 2019 (lt knee).